Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that inflation issue occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was advanced for pre-dilatation. However, during inflation at 7 atmospheres for 5 seconds, it was found out that the balloon did not inflate properly. The device was removed and the procedure was completed with alternative method/device. No patient complications were reported. However, device analysis revealed balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the maverick 2 balloon catheter. The shafts, tip, balloon, and markerbands were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Inspection of the device presented no damage or irregularities to the device, so the device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst. The balloon was able to be inflated instantly to rated burst pressure; however, there was a leak coming from the balloon. The balloon and markerbands were microscopically examined, and it was revealed that there was a pinhole in the balloon at the distal end of the markerband. There was no damage or irregularities to the markerband to have caused the pinhole. Product analysis confirmed the reported inflation issue, as there was a pinhole in the balloon.